Event description:
Additional info received 6/14/99: co feels that the situations that occurred are due to personnel at the hosp modifying the tool used to remove the transponder tags. Co has supplied two new transponder removers at no charge to assist in remedying this concern. However, ultimately, concerns regarding tool modification or improper use of the tool should be directed to the staff of the hosp. Co has replaced system components at no charge, provided additional training at no charge, and had even offered to remove the system.